Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 554mg/dl. The customer was experiencing unexplained high glucose for the past week. The customer's most recent glucose reading was 168mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. Reviewed the programming and found the time was incorrect. Ran a fixed prime and high pressure test, and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.